Event description:
The customer returned their device to physio-control for service and reported that the device's battery had depleted prematurely. The reported issue is related to a voluntary field corrective action (corrections and removals number 3015876-05/01/2014-001c). The physio-control service representative evaluated the device and found that the device battery was at a very low state of charge which may not be sufficient for patient use. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the analog pcb assembly had excess off current which caused the battery to deplete early. The analog pcb assembly was then removed and evaluated. Physio-control observed a residue under an inductor, designator l1 on the analog pcb assembly. This residue caused an excessive current flow which depleted the battery. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.